Event description:
A micro reciprocating saw was sent for evaluation because it was running without activation. The event occurred during a routine field service maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.